Event description:
It was reported that during a da vinci s surgical procedure, the tip of the tenaculum forceps instrument broke and fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument clevis is missing the entire lower section that mates with the main tube interface wall. The distal end of the main tube is broken and missing nearly the entire interface wall. The instrument was returned with the distal and cables cut, and the wrist detached at the proximal clevis, suggesting that the wrist was most likely cut off in order to remove the instrument from the cannula. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.